Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the device history indicated multiple replace battery alarms with code 128-fb88; however, no evidence of excessive battery usage was recorded. The voltage was not low at the time of the alarms. The battery compartment had multiple cracks and there was corrosion observed inside the battery compartment. The battery cap fully secured to the pump; a power loss was not observed. A leak test was performed and a battery compartment leak was found. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed on the pcb. The complaint of a battery life issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, there was a battery life issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.